Manufacturer narrative:
H4: the device was manufactured november 19, 2020 ¿ november 20, 2020. One actual infusor unit was received for evaluation with no fluid in the bladder because the customer had cut the tubing to drain the fluid. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. The tubing was reconnected and a functional flow test was performed on the unit. The results were within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.